Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly the customer's blood glucose level would intermittently range from approximately 530 mg/dl to displayed as "high"; however, specific value was not provided. Customer would address the elevated bg's with a correction bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.